Event description:
Two weeks after the surgery, the patient was reoperated upon due to a lack of improvement in the patient's condition. During the reoperation the sutures from the original procedure were found to be broken